Manufacturer narrative:
(B)(6). Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the double red blood cell (drbc) product. The product was not transfused. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #(B)(6). The disposable set is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible contributing factors include but are not limited to:it cannot be ruled out that thies leukoreduction failure could be the result of an issue with the filters. It is also possible that the filters were unloaded from the filter bracket and loaded again during red blood cell (rbc) collection or rbc additive solution addition, which could have a similar effect to ¿squeezing¿ the filter when using a gravity drain system.